Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled. The backup mode was caused by a magnetic resonance imaging (MRI) scan while the ICD was not MRI compatible. Programming changes were performed to resolve the issue. There were no patient consequences.